Event description:
It was reported that patient's left reverse shoulder was revised due to a loose glenosphere. No trauma was reported. Surgeon reported suspicion that the glenosphere may not have been fully seated at implantation.

Manufacturer narrative:
The reported event alleged a 5572-2800 ¿ baseplate had become loose was not confirmed since neither medical records nor the item itself was available. However, the surgeon performing the revision suspected the glenosphere may not have been fully seated at the implantation. Additionally, it could not be determined if the baseplate had been seated appropriately. A miss-placed component would be regarded as user related. However, a real root cause could not be determined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labelling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. With available information a product deficiency could not be verified.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Disposition is unknown.

Event description:
It was reported that patient's left reverse shoulder was revised due to a loose glenosphere. No trauma was reported. Surgeon reported suspicion that the glenosphere may not have been fully seated at implantation.